Event description:
Customer's mother reported that her son had dropped the insulin pump. The ring that holds the reservoir can not lock the reservoir in place due to the drop. Customer's blood glucose was 190 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked case on the lcd window corners, minor scratches on lcd window, cracks on the battery tube threads, broken reservoir tube lip, scratches on the reservoir tube window, scratches on case and scratches on keypad overlay.